Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the cause of the rmd is unknown. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.